Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was above elective replacement indicator (eri) level upon receipt. The device entered eri during the analysis. The analysis of device image indicated high current drain. The device was cut open for further testing and analysis confirmed the high current drain within the hybrid, consistent with an integrated-circuit anomaly, which led to premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.